Event description:
During follow-up on an unrelated event, the nurse reported the patient was diagnosed with (B)(6) peritonitis on (B)(6) 2011. The patient was not hospitalized. There was no exit site or tunnel infection. The patient was initially treated with vancomycin and gentamycin intraperitoneally (ip) and then switched to vancomycin ip and rifampin by mouth (po). The transfer set was changed. There was no allegation against any baxter product or solution. The nurse stated, the cause of the peritonitis was due to not masking during set-up. No additional information was provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review for the potentially associated lot number (h11h09019) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the reported of user error-breach in aseptic technique, which resulted in peritonitis was undetermined.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be submitted if additional information becomes available.